Event description:
As reported via legal documentation, this patient had right knee replacement (B)(6) 2020. She had the right knee revised on (B)(6) 2023, approximately 2 years 4 months after their initial replacement. Surgeon noted that upon examination of the removed poly, there was "absolutely no wear at all that I could identify from a macroscopic perspective. There was no backside wear and no wear at all, no deep delamination noted." The interface of the patella, the femur and the tibia were evaluated and found to be "pristine." There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitant medical products: 6545522, 02-020-13-0335 - truliant cr cem fem cr cem right sz 3.5, 6559036, 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, 6549619, 200-07-32 - advanced patella 32mm 3 peg implant.

Manufacturer narrative:
H10. Additional/updated information- b7., h6 all. H6. Investigation results-the device, truliant tib imp crc insert, sn (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain, instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There were no issues identified with the devices in the surgical procedure, the patient had an upsize for the tibial insert from 10mm to 15mm. These devices are used for treatment not diagnosis. There is no other information available.